Event description:
Customer report hot packs are exploding over nurse when activating. No additional information or patient demographics provided.

Manufacturer narrative:
Review of the device history report was completed on the reported lot number, v1p234. The lot was found to have been manufactured on 11/22/21 and released to predetermined specifications. No anomalies were found during review of the records. One sample was received for investigation on 8/10/2022. The sample was already activated, and it appears to have been cut with a sharp instrument. It is likely the pouch got cut when the product shipper was being opened. It is very unlikely this pouch was cut before leaving the site; the product was not reworked, and employees are not to open shippers using sharp instruments regardless. Further, shipper artwork instructs ¿do not use knife to open.¿ therefore, the root cause is most likely due to the customer failing to follow packaging directions. Cardinal health will continue to monitor complaint trends for this issue.